Event description:
The plaintiff's attorney alleged that the plaintiff experienced three cardiovascular events in 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-00699, 1225714-2013-00700, 1225714-2013-00701, 1225714-2013-00702, 1225714-2013-00704.

Manufacturer narrative:
There are a total of 6 device reports associated with this patient event. The additional information received indicates the patient subsequently expired and therefore, this death outcome is being represented by this mfg report number 1225714-2013-00703 and associated mfg report number 1225714-2013-00704. Please note all other associated mfg report numbers: (1225714-2013-00699, 1225714-2013-00700, 1225714-2013-00701, 1225714-2013-00702) capture the multiple heart attack instances the patient experienced without the death outcome.

Event description:
Additional information received noted the patient also experience cardiac arrest and has information that indicates the patient subsequently expired. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.